Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failed batteries was confirmed during product evaluation as missing main batteries. As the main batteries were missing, a root cause was not identified. The main batteries and battery harness were replaced. This issue has been escalated to CAPA. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility representative reported a colleague infusion pump with a battery failure. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.